Event description:
It was reported by service report that the bed had no motion from the touch screen or side rails. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.